Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. However, if the product is received at a later date, the investigation will be updated as applicable. A manufacturing record evaluation was performed for the finished device lot number 31535117l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. # (B)(4).

Event description:
The report indicated that at the end of the ablation procedure with a thermocool smarttouch sf catheter the patient experienced cardiac arrest due to cardiac tamponade which was treated with drainage. At the end of the procedure, cardiac arrest occurred due to cardiac tamponade. After drainage was performed, hemodynamics stabilized, and the patient returned to the ward. The procedure was completed without any problems. Extension of hospitalization was noted. The physician¿s comment on relationship between the event and the product was aiming too much towards the posterior septum during septal puncture might have caused the cardiac tamponade. There is no causal relationship with the product. There were no abnormalities observed prior/during use of the product. There was no product malfunction. Visitag color setting was tag index, and visitag additional filter was force over time (fot).

Manufacturer narrative:
On 8-jun-2025, additional information was received indicating the physician¿s opinion on the cause of this adverse event was procedure related. Aiming too much towards the posterior septum during septal puncture might have caused the cardiac tamponade. The outcome of the adverse event was improved. No pain was reported. Prior to noting the pericardial effusion, ablation had already been performed. The catheter exchanges during the procedure were one catheter used for each. No observations such as intracardiac excessive microbubbles observed via ultrasound, and no excessive impedance errors noted during the case. Transseptal puncture was performed with rf needle. The patient did not require cardiac surgery. The procedural activated clotting time (act) was 300- 350 seconds. Two transseptal puncture sites were performed during the procedure. Force visualization features used were contact force (cf), vector, and realtime graph. Visitag module parameters for stability used were range: 2mm, time: 3sec, fot: 25%5g, and tag size: 3mm. No evidence of steam pop. Flow setting for irrigation used was pre: 1sec, post: 1sec. Correct catheter settings were selected on the generator. No issues with flow rate change at the start of ablation. No error messages observed on biosense webster equipment during the procedure. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).